Manufacturer narrative:
The insulin pump was received with a frozen display and constant tone due to a faulty component on the interface board. Unable to verify the alarms due to the frozen display. No blank display was noted.

Event description:
The customer called to report a blank display. The customer stated that the insulin pump had previously given an alarm and a long, continous tone. The customer stated that she removed the battery to stop the continuous tone, and when she inserted the battery, the screen went blank. Troubleshooting was performed, but the issues were not resolved. Advised the customer that the insulin pump would be replaced. Nothing further was reported.